Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that at the index procedure the patient came in with a ruptured aneurysm and was successfully treated. The patient was being seen for regular follow up appointments. Currently, the patient presented emergently with a ruptured aaa due to a type I b endoleak in the left iliac artery. The cause of the endoleak was disease progression that had remodeled the left iliac artery. While the physician was deploying the (B)(4) to treat the type ib endoleak the patient had an mi and expired on the table. A single returned still cta image showed contrast in the aaa sac, but unable assess the cause of the endoleak from this image.

Manufacturer narrative:
(B)(4). Evaluation, method: film evaluation. Results: inherent risk of procedure (endoleak, rupture, death); patient's condition affected effectiveness of device (anatomy related disease progression); unapproved use of device (pre-operative rupture). Conclusion: device failure related to patient condition (anatomy related; disease progression); off label, unapproved or contraindicated use (pre-operative rupture).